Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported "severe breast pain", capsular contracture baker grade unknown, "recall of implants". Device has been explanted. This relates to unknown side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported "severe breast pain", capsular contracture baker grade unknown, "recall of implants". Device has been explanted. This relates to unknown side.

Event description:
Patient representative reported "severe breast pain", capsular contracture baker grade unknown, "recall of implants". Device has been explanted. This relates to unknown side.